Event description:
Revision surgery - the pt's posterior cruciate ligament became non functioning, resulting in an unstable liner. The surgeon revised to a posterior stabilized knee.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 1.7 years of patient use. The outcomes attributed to the event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). This is the first complaint for this lot number. The root cause for the instability was most likely due to the non-functioning posterior cruciate ligament. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.